Event description:
It was reported that in 2005 the patient fell and tore both leads. A revision was done in (B)(6)and the other was done sometime in (B)(6) to (B)(6) of 2005. The patient had a wound revision during one of the surgeries and the leads were repositioned.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4) implanted: (B)(6) 2003 product type: extension. Product ID: 3387-40, lot# j0348754v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. Product ID: 7426, serial# (B)(4) implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0348754v, implanted: (B)(6) 2003-product type lead product ID: 3387-40, lot# j0348754v, serial# implanted: (B)(6) 2003- product type: lead. Product ID: 7426, serial# (B)(4) implanted: (B)(6) 2004, product type: implantable neurostimulator. (B)(4).